Manufacturer narrative:
The evaluation of vad-(B)(4) confirmed internal percutaneous lead (lead) wire damage. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Upon return of vad-(B)(4), the percutaneous lead was tested for electrical continuity in the condition that it was received and revealed discontinuity in the red and orange wires. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to visually examine the underlying wires. Visual examination of the percutaneous lead revealed that the red and orange wires were completely fractured adjacent to the pump¿s nipple housing. The wire damage to the red and orange wires appeared to be the result of cyclic flexing in this area. There was no evidence of mechanical damage to the wires such as crushing or pinching. The remaining wires were unremarkable. If any of the exposed conductors of the red or orange wires contacted the braided shield while operating on a tethered power source, the resulting short to ground would have resulted in the reported alarm events that were confirmed through the evaluation of the submitted log file. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The patient reported red heart alarms when connecting to power module (pm). Due to transportation issues and the patient's unwillingness to come in, the patient was not seen until (B)(6) 2014. Several pump stops and associated alarms with high power elevations were noted in the history and when reviewing with the patient, they occurred when he hooked up to the pm to "test it out". No alarms appeared to occur on battery per the patient. The perfusionist hooked him up to his pm cable and driveline and was unable to recreate the alarm. The perfusionist then had the patient sit up in bed 3-4 times and in the process stopped the pump on more than one occasion. This appeared to point toward an internal fracture of the driveline, but the x-rays appeared unremarkable. The patient was issued an ungrounded cable with no issues. The system controller log file confirmed abnormal pump operation. Multiple low speed, low flow, and pump stoppages were recorded. On (B)(6) 2014, a percutaneous lead repair was scheduled, but then cancelled when upon cutting into the outer silicone jacket, some yellow biological crystals were discovered, which was believed to be dried blood that had seeped through the driveline due to a compromise somewhere inside the patient. The hospital completed a pump exchange on (B)(6) 2014.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: vad stops alarms. X-ray showed thinning of d/l wires. Fracture found at pump housing.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.